Event description:
It was reported that an asymptomatic patient presented in the clinic for a routine follow up. The ICD showed post paced t wave over sensing on the ventricular lead which was stored on the egm. Reprogramming the ICD will be discussed with the physician. No further information is available.